Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
During a remote follow up, episodes of post sensed t wave oversensing and low r wave sensing was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.